Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, device history review, and labeling review. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics complaint investigation, no product deficiency was identified.

Event description:
The customer observed falsely elevated creatinine results for one patient while using the architect clinical chemistry creatinine reagents. The following data was provided (mg/dl). Creatinine initial 9.37, repeat 0.47. Due to the elevated initial result, the patient was admitted to the hospital. The repeat value was obtained at the hospital. Repeat test using the initial specimen showed high results, however the specific value was not provided. No impact to patient management was reported, and the no treatment was given based in the initial false elevated results.